Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2208-70 serial #: (B)(4), description: st linear lead 70cm; model #: sc-2218-50 serial #: (B)(4), description: linear st lead,50cm.

Event description:
A report was received that the patient was experiencing pain at the midline incision site. The patient underwent a lead site revision procedure. No device malfunction was suspected. The patient was doing well postoperatively.